Event description:
The patient was originally seen and had an implantable cardioverter defibrillator (ICD) battery replacement scheduled. When they performed cine fluoroscopy, they noted obvious structural disintegration of the riata lead with externalized cables, which is a unique failure mode of this lead. So the patient was sent to virginia commonwealth university health system for an elective lead extraction followed by a new lead implantation.